Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust the pacer rate and pacer current. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive water damage. The device was unrepairable and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.